Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient was experiencing intermittent and loss of stimulation due to high impedances. The patient underwent a revision procedure wherein the ipg and lead were moved up to the original location and the lead splitter was replaced.